Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that customer had an issue with trellis 8 80 x 30. The customer states that doctor positioned distal balloon in pt's ivc and it ruptured after the device had been running for an approx 2 minutes. Balloon was not overinflated.